Event description:
It was reported that 21 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 1 tube was damaged, 3 tubes had dirty shields, 7 tubes had embedded black foreign matter in them, 205 tubes were "dirty", and 36 tubes had air bubbles in the gel. All defects were found before use in lot# 0038579. The following information was provided by the initial reporter, translated from japanese to english: " dirty tube x205; fm in gel x21; damaged tube x1; defective marking x142; dirty shield x4; black spot in tube x7; air bubbles in gel x36.

Manufacturer narrative:
H.6. Investigation summary: bd received several samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for ink smear, fm in/on gel, embedded fm in tube, printing defect, embedded fm in cap, ink smear on cap, and air bubbles in gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 21 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 1 tube was damaged, 3 tubes had dirty shields, 7 tubes had embedded black foreign matter in them, 205 tubes were "dirty", and 36 tubes had air bubbles in the gel. All defects were found before use in lot# 0038579. The following information was provided by the initial reporter, translated from (B)(6) to english: " dirty tube x205. Fm in gel x21. Damaged tube x1. Defective marking x142. Dirty shield x4. Black spot in tube x7. Air bubbles in gel x36."